Manufacturer narrative:
Insulin pump passed displacement test and self test. The audio tones/beeps functioned properly. However, pump error 63 alarm (variable info=3) and pump error 4 alarm confirmed in the pump history due to broken trace on u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had multiple insulin pump error alarm at the time of self test. No harm requiring medical intervention was reported. The customer performed second self test and it was passed. Customer was clear alarm and finish process. The device will be returned for analysis.